Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. One open box, containing four seal package ar-2923bc suture anchor devices were received for evaluation. Visual evaluation did not showed any damaged to the returned devices. One device was open, and it was found to be free of damage.

Event description:
It was reported that during a shoulder bankart stabilisation surgery the driver broke between the anchor and the anchor eyelet. The broken part was retrieved out of the patient. It was further reported that the anchor became detached from the driver while they were transported to the glenoid without manipulating it. According to the surgeon there was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device. It was not necessary to switch the surgical technique or do a second surgery. *** 04-may-2022 update dw further information were provided that only the devices with the lot 11093186 failed. The devices with the lot 13907759 will be returned by the customer as he assumes that these devices could have the same failure.